Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing. This device was then explanted and replaced. No additional adverse patient effects were reported.